Event description:
Per the clinic, the device was explanted (date not reported) due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported).